Event description:
The manufacturer received information alleging a ventilator inoperative alarm occurred. There was no harm or injury reported. Accompanying nurse stated that the device stopped operating about 5 minutes after the circuit was switched to mpv circuit. It was also reported that they used simply go and ambu which were brought with them, so there was no patient harm. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative alarm occurred. There was no harm or injury reported. Accompanying nurse stated that the device stopped operating about 5 minutes after the circuit was switched to mpv circuit. It was also reported that they used simply go and ambu which were brought with them, so there was no patient harm. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint of ventilator shutdown was not duplicated during an operational check. The error log was checked and a ventilator inoperative error code related to a motor shutdown was found. Evt_motor_shutdown is a generic motor failure event code. The device's system board and blower assembly were replaced to address the issue.